Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument could not be fired by the surgeon, since the washer was so hard to break. The tissue was excised and the instrument was removed. The tissue was excised and the instrument was removed. The tissue was reanastomosed with a new stapler. The device was discarded.